Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received some shocks and went to the clinic. The field representative was called and interrogated the device. It was noted that there was noise on the right ventricular (rv) defibrillation lead that was being oversensed which resulted in delivery of the inappropriate shocks. A review of the daily measurements noted that the pacing impedance measurements were intermittently above 2,000 ohms for close to two months. Each time the measurements would return back to normal. A revision was performed to cap the is-1 portion of the defibrillation lead and implant a new pace/sense rv lead. The pace/sense lead was implanted and tested. The pacing impedance measurements were 1,800 ohms on the pacing system analyzer (psa); however, when the pace/sense lead was connected to the device, the pacing impedance measurements were above 2,000 ohms. The lead was disconnected from the device and retested on the psa which revealed the pacing impedance measurement to be 1,500 ohms. The pace/sense lead was connected back to the device, but the measurements were once again above 2,000 ohms. The physician then took the is-1 portion of the defibrillation lead and connected it to the device which revealed a pacing impedance measurement above 2,000 ohms; however, the impedance measurements were at 600 ohms prior to the revision procedure. As a result, the crt-d was explanted. Visual inspection of the crt-d noted that the header was loose, which was most likely the cause of the noise, oversensing and out of range pacing impedance measurements. As the physician wanted to use a device with a df4 connection, the pace/sense lead was explanted and defibrillation lead was capped and surgically abandoned. A new system was then successfully implanted without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. All seal plugs were found to be intact and all setscrews moved freely and without issue. Examination of the ports revealed that the ra lead was slightly under-inserted while implanted; however, the lead was inserted far enough into the port for the setscrew to engage the terminal pin. Examination of the other ports indicated that all other leads were fully inserted. X-ray examination was performed. The rv ring/lv distal/ra ring and df- header wires were found to be fractured. A review of the device memory noted that the rv pacing impedance measurements were out of range and indicated an open lead condition during the time device was implanted. The measurements for the ra, lv and shock channels were in normal range. Laboratory analysis concluded that the rv header wire did fracture while the device was implanted which resulted in the clinical observations of noise, oversensing and out of range pacing impedance measurements on the ventricular channel. The other header wires were fractured as a result of the explant procedure. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.